Event description:
It was reported that during a ptca procedure, the balloon would not deflate. A syringe was used to deflate the balloon. No pt injuries or complications occurred.

Manufacturer narrative:
H.3 returned product analysis confirmed the deflation difficulties. Examination of the catheter revealed a kink in the inflation lumen. The kink may have restricted the flow of fluid to and from the balloon. The cause of the balloon damage could not be determined.